Event description:
Event description guidant received information that this atrial lead was explanted due to a rise in impedance measurements from 650 ohms to 2500 ohms and over. A lead fracture was suspected after visualizing the lead under fluoroscopy. Additionally, it was noted that the lead would not pace at all. The patient's device was electively replaced to save the patient from an additional procedure. After the lead was removed from the patient's body, the fracture could not be confirmed.